Manufacturer narrative:
This product remains implanted. As such, physical analysis has not been conducted in our laboratory. The conclusion of because the primary reported observation is addressed in product labeling (i.e. Instructions for use). As no further information concerning this report is expected our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead exhibited chronic loss of capture (loc) and high threshold measurements. Technical service (ts) reviewed the associated device data, and noted despite programmed to lv only pacing, there has been a significant drop in lv pacing percentages since (B)(6) 2021. Around this time there was a slight adjustment to device programming. Ts recommended a full assessment of the lv lead to ensure proper sensing and pacing for the patient. The patient has an appointment scheduled in the near future and the recommended troubleshooting will be performed. No adverse patient effects were reported. The device remains implanted and in service.